Event description:
It was reported that patient was notified of recall by his surgeon. Patient was told to register with stryker. Patient is reporting having difficulty doing physical activities like shoveling or walking for long distances. Patient has been to see his surgeon and has had blood work, MRI and also had his hip aspirated. Patient states that he is to have revision surgery in (B)(6) 2013.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.